Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) causing the controller to overheat could not be confirmed. The mpu (serial number: (B)(6)) was not returned for evaluation. A log file was submitted for review, and throughout the data the system controller¿s internal temperature was observed to be between 28 degrees celsius and 45 degrees celsius. The observed internal temperatures were within the controller¿s design specification. Of note, the internal temperature recorded within the log file cannot be conclusively correlated to the external, surface temperature of the system controller. No atypical alarms were observed, and the controller supported the pump as intended. The mobile power unit was exchanged in response to the event. Additional information indicates that the mobile power unit was exchanged and the issue resolved. The root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 3 of the IFU entitled ¿powering the system¿ addresses how to use the mobile power unit to power the system. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ describes all alarms which occur on the mobile power unit and system controller. Section 8 of the IFU entitled ¿equipment storage and care¿ indicates that cleaning and service should be performed only by abbott medical-trained personnel. The user is instructed to not attempt cleaning or repair on their own. Section 2 of the IFU entitled ¿system operations¿ and section 2 of the patient handbook entitled ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Additionally, section 2 explains the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history record for the mobile power unit (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient's system controller was very hot while plugged into mobile power unit (mpu). The mpu was replaced at this time. Log files showed average temperature for the controller was 35 celsius, well within the temp limit. There was no yellow wrench on the controller. Replacing the mpu resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.